Event description:
After a tornado accident, patient became handicapped. He bought the invacare cdx sp power chair in (B)(6) 2013. It worked well for a few months and then started malfunctioning by skipping and once ran a person over (because patient had lost control of the device). At one time, it powered off and when on reverse. Patient believes that cellphone towers installed in his neighbourhood as well as a construction site are causing the malfunction. The joystick on the wheelchair is plastic. He claims the shielding is insufficient. Basically, he says the design is flawed. Consequently, he's been without a wheelchair for 6 months and believes invacare is ripping-off its customers.